Event description:
The customer reported an abo discrepancy on the galileo with the reflexabo assay using anti-a lot 101676 . The donor is historically an ab positive and typed as a b positive on galileo.

Manufacturer narrative:
Testing was performed on an in-house galileo with anti-a, lot 101676 using group a1, a2, b, and o donor segments from the red cell department. No abo or rh descrepancies were observed. However, as the customer observed, adherence and rings around the perimeter were observed in the anti-a test well. The customer did not return product or samples for investigation testing. A review of the DHR of lots 101676 was conducted. No deviations were found during review of the DHR. Investigation is ongoing.